Event description:
"The burn trouble was happened with using broken in co's customer. Sensor and a picture of the trouble will follow. Co thought that pulse oximeter had no fault and dr also recognized that the problem was not because of oximeter." Ensuing correspondence alleges that on 9/8/96 a model I-20 oxygen transducer was being used with a model n-3000 pulse oxymeter to monitor a pediatric pt. Allegedly, the I-20 was removed from the pt and an area described as a 2 cm burn was seen at the applications site.